Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to an inaccurate delivery issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was as low as 38 mg/dl and as high as 279 mg/dl with difficulty speaking, confusion, and unsteadiness when standing and walking. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy without any recent adjustment to the pump settings. Customer support reviewed the basal and bolus deliveries with the reporter and determined that they were correct and as programmed. Review of potential causes for perceived inaccurate delivery and potential causes for bg issues did not identify any assignable cause. The reported issue was not resolved with trouble shooting. This complaint is being reported because the patient experienced severe hypoglycemia and hyperglycemia related to an alleged inaccurate delivery issue of unknown causes.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
The meter and pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data found that the last basal and bolus deliveries were recorded 2 days after the complaint date. No alarms related to the complaint were found in the alarm history. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. Using the returned caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Audio bolus and normal bolus were delivered and recorded corrected.